Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot product code: 04.117.401s, lot number: 80p5585, manufacturing site: mezzovico , release to warehouse date:dec 17, 2020, expiry date: dec 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information updated concomitant device reported: drill guide (part # 03.133.007, lot# unknown, quantity 1).

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for supracondylar humeral fracture with screws in question. The surgeon inserted screws after drilling with a variable angle drill guide but the screw heads did not lock at the locking holes of the plate and went beyond the plate. Upon discretion of the surgeon, screws were returned to the plate surface and fixed eventually. Surgery was completed successfully with 30 minutes delay. This report is for one (1) 2.7mm/3.5mm ti va-lcp medl dstl hum pl 1h/rt/69mm-short. This is report 1 of 3 for complaint (B)(4).